Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. Additional information from the user facility stated that there are no allegations that a ventilator malfunction in some way caused or contributed to the death of the patient. There are no indications of a ventilator malfunction.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, there was an inspiratory pause issue. The patient expired. Manufacturer¿s ref #: (B)(4).